Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion, hypotension and a cardiac perforation. During a pulsed field ablation (pfa) procedure a faradrive steerable sheath clear was selected for use. While going transseptal, a perforation occurred followed by a pericardial effusion. It was confirmed by ultrasound and a pericardiocentesis was performed. However, the patient was moved to the operation room due to blood loss. The patient successfully recovered from the event.